Event description:
It was reported that there were many false ventricular tachycardia (vt) events, due to noise oversensing. The patient appears to be dependent, with escapes rates less than 30 beats per minute. Pacing inhibition greater than 2 seconds was noted. No asystole was reported. Impedance on both leads appears to be normal. The sensitivity was adjusted and this took care of the noise. The health care professional (hcp) was going to discuss further with the physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.